Manufacturer narrative:
Additional information was received that it was confirmed an infection at the pocket site. Symptoms and cause of the infection, if it was device or procedure related, were unknown. The patient was prescribed antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to suspected infection. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to suspected infection. No device malfunction was suspected.